Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2017-00914. It was reported the patient experienced ineffective stimulation in his feet. As a result, the patient has opted for a drg trial as the next course of action.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2017-00914. Follow-up identified the patient's scs system was explanted and replaced with a new drg system.